Manufacturer narrative:
H4: the lot was manufactured between november 27, 2023 - november 29, 2023. H11: the actual device was received for evaluation. Visual inspection via the naked eye noted fluid inside the bag that contained the unit which suggested a leak. Further inspection revealed the cause of the leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnants of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No additional information is available.

Event description:
It was reported that the contents of a large volume folfusor leaked into the yellow protective bag. The issue was further described as, the "white cap" (flow restrictor/connector) came off. This was observed while unpacking the device. The device contained piperacillin/tazobactam 18000mg in 230ml sodium chloride (nacl) 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.